Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead (driveline) will be returned for investigation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad had a pump stoppage which went unnoticed by the patient. Review of the submitted log file by a representative of the manufacturer¿s technical services confirmed the occurrence of the pump stop while the lvad system was on power module support. The percutaneous lead x-rays were unremarkable. It was reported that the patient¿s weight had been stable. The patient was asymptomatic. No trauma to equipment or driveline site was reported by the patient. The patient was provided an ungrounded patient cable to use at home. On (B)(6) 2018 the manufacturer¿s technical services performed a percutaneous lead (driveline) replacement in response to short to shield conditions. Approximately 22 inches of the driveline was removed. On (B)(6) 2018 it was reported by the lvad clinician that no further pump stoppages had occurred. The patient continued to use an ungrounded patient cable.

Manufacturer narrative:
The patient remains ongoing on lvad support, vad-18603. Although the reported pump stop event was confirmed via the submitted log file, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log file captured one pump stop event on 17sep2018 at 6:19 am and the associated alarms. Each of the events occurred while the lvad system was operating on the power module. The pump appeared to function as intended before and after the pump stoppages. Based on previous complaint experience, the captured events appeared consistent with a potential percutaneous lead (driveline) wire compromise. The approximately 19.5 inch segment of driveline replaced by technical services was returned for evaluation. The silicone jacket, bionate, and metal braided shield demonstrated normal wear for their duration of use. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for high -potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The heartmate ii lvas IFU and patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.